Manufacturer narrative:
Calibration and quailty control (qc) were valid. The limitations section of the instructions for use states: "performance characteristics have not been established for the assay used in conjunction with other manufacturers' assays for specific sars-cov-2 serological markers. Laboratories are responsible for establishing their own performance characteristics." "Results obtained with the assay may not be used interchangeably with values obtained with different manufacturers' test methods." "Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/nonreactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
A customer obtained a nonreactive (negative) atellica im sars-cov-2 igg (cov2g) result for a patient sample and considered it discordant compared to the positive results from alternate methods, including the atellica im sars-cov-2 total (cov2t) assay and three previous swab testing results starting in (B)(6) 2020. The initial atellica im cov2g results were reported to the physician and were questioned. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2g results.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00444 on october 28, 2020. Additional information - 11/18/2020: siemens has completed investigation for nonreactive atellica im sars-cov-2 igg (cov2g) results for a patient sample and considered it discordant compared to the positive results from alternate methods, including the atellica im sars-cov-2 total (cov2t) assay. The atellica im cov2g and cov2t assays may not always correlate . The atellica im cov2g method measures igg antibodies and the atellica im cov2t method detects igg and igm antibodies. The atellica im cov2t assay is more sensitive than the atellica im cov2g method. According to the limitations sections of the assay instructions for use: "a nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." "Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." Based on the investigation results, a product performance issue has not been identified. Customer is operational. No further investigation is required.